Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, it was noted that the suture thread was thinner compared to suture supplied earlier. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Reserve samples from the same lot were evaluated. All the individual/average diameter values for retain sample were found meeting usp individual/average diameter specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.